Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24121. It was reported, the pt complained of limited movement and sensation in both legs postoperative when the stimulation was turned on. The right side subsided, but the pt still experienced limited movement and sensation on the left leg. A CT scan did not show any anomalies. The physician then decided to take the pt back to the operating room and replaced the pt's scs lead with a different model lead. The lead replacement did not resolve the issue. The pt's entire scs system was explanted on 09/08/2013. Follow-up identified the pt's reflexes, bladder and bowel function are normal. Additionally, the pt has been admitted to a long term rehab facility.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.